Event description:
It was reported by the affiliate that the device was used during a laparoscopic procedure. The staple line was incomplete. The case was completed using a same like device without any problem. There was no pt consequence.